Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the buttons were intermittently working. The customer's blood glucose was unknown at the time of incident. The customer stated that the buttons became unresponsive after changing the battery. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button, the problem was isolated to keypad assembly. Unable to verify operating currents or perform functional test including self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test or download pump due to button keypad anomaly. The insulin pump passed the leak test. The j1 connector at the printed circuit board assembly was properly connected. No damage or moisture damage was on the keypad assembly noted. No stuck button alarms noted. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, minor scratched case and keypad overlay texture damaged.